Event description:
The customer reported a precharge voltage error message. This message will result in a no boot situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery, power cap module, and the filament drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.